Manufacturer narrative:
As a result of evaluating the subject device on august 9, 2016, the tube was broken at the place of 969.5mm from the distal end of the tube, as it was pointed out. The broken section is determined to be ductile breaking because around the broken section became thinner. The distal end of the broken tube was not sent. As checking the manufacturing record of the same lot for the subject device, nothing abnormal was detected on the following items. Deflation time after the balloon inflated: within 10 seconds; working length; external appearance. For the cause of the tube breakage, it is surmised that the subject device was withdrawn with excessive force under such difficult conditions as it was sticking in the stricture. In addition, for the cause by which the balloon didn't deflate, it is surmised that the air in the balloon could not be released through the air channel because the balloon tightening and gluing part was shifted from the air channel to the distal end side. Further, this instrument has been designed to retrieve biliary and pancreatic stones. For the reported event, this instrument was used for a purpose other than the intended use. There is the following description in the instruction manual. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. If the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient. Do not withdraw the instrument from the endoscope while the balloon is inflated. This could damage the endoscope and/or instrument.

Event description:
On (B)(6) 2016, the doctor attempted to withdraw the stent which was migrating into the bile duct using the subject device, but the tube of the subject device was broken, so the tube and the balloon were remained in the bile duct under a condition where the balloon didn't deflate. The doctor used the biopsy forceps, etc., to withdraw them, but it failed, so the procedure was discontinued. The doctor considered withdrawing the remaining tube and balloon. After that, the doctor performed ercp on (B)(6) 2016 and confirmed the balloon deflated, so the doctor pulled out the tube remaining in the patient using the ligating device and withdrew the tube and the balloon. On (B)(6) 2016, the doctor confirmed the recovery of the patient.